Event description:
It was reported that during surgery black liquid was found coming out of the motor while the device was in use, causing the surgeon to stop using the device. There were no adverse consequences to the pt and a new strykeflow2 was used with no complications.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.